Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead had exhibited loss of capture. The device was programmed to vdd mode and the patient was asymptomatic. The physician felt the loss of capture was due to bad tissue and the device was left in vdd mode. Several months later, it was reported, the patient was in the hospital due heart failure symptoms. The patient was not bi-ventricular (biv) pacing often due to numerous premature ventricular contractions (pvc). It was noted, the device had been programmed back to ddd at some point and atrial loss of capture continued to be observed at maximum outputs. A chest x-ray was performed and it appeared the ra lead had dislodged, however, a dislodgement was not confirmed due to the quality of the x-ray. The physician suspected the atrial loss of capture may have been leading to the pvcs and lack of biv pacing. An invasive procedure was performed and this ra lead was capped and surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
A new atrial lead was successfully implanted. Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.